Event description:
It was reported that the patient's left ventricular (lv) lead was displaying high thresholds. The lead was turned off per medical judgement and remains in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).